Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to the procedure to treat a concentric, heavily calcified, 90% stenosed, 3.0mm diameter x 20mm-long lesion in the moderately tortuous mid left anterior descending (lad) coronary artery, a 1.5x8mm mini trek rx balloon dilatation catheter (bdc) was soaked in saline and prepped via air aspiration outside of the anatomy. No resistance was felt when removing the protective balloon sheath. The 1.5x8mm mini trek rx bdc was then advanced across the target lesion without resistance to perform pre-dilatation. The mini trek bdc was inflated once to 8 atmospheres (atm) without issue. During the second inflation, the balloon ruptured at 10 atm after 15 seconds. The rx mini trek bdc was withdrawn without resistance. An unspecified 2.0mm balloon catheter was used to complete pre-dilatation, followed by implantation of an unspecified stent, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.